Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the second surgery is user error. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 3/25/2021 that a sign fin nail implanted to repair a fracture had to be adjusted due to poor placement of the nail, missing the proximal fragment of the bone. A second surgery was performed to adjust the nail. Surgeon comment: " repeat operation as previous operation last week on attempted closed reduction the distal end of the nail ended up outside the proximal fragment "